Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced high blood glucose readings while using the ilet with prefilled cartridges after a supply change, with the pump displaying high and fingerstick values up to 465 mg/dl; troubleshooting identified insulin leakage at the connector/coupler, and a full supply change resolved visible leaking with glucose trending down. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included a missed insulin dose and a delay to therapy without hospitalization. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed evidence of fluid leak consistent with a leakage or seal issue associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.